Event description:
Additional information identified that sugical intervention was undertaken wherein the scs ipg was explanted and replaced. During the surgery, the physician found a small seroma under the skin near the ipg pocket. The seroma was drained. Therapy was established following the surgery.

Event description:
Additional information identified that patient is doing well and has good coverage post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced discomfort at the scs ipg pocket site (pocket heating). As a result, surgical intervention may be undertaken at a later date to address the issue.